Event description:
Customer called on (B)(4) 2012, reporting of a fluid leak inside the beckman coulter lh 750 hematology analyzer but could not locate the source of the leak. Customer was wearing personal protective equipment consisting of a lab coat and gloves and no injury or exposure was reported. Customer stated that the leak did not affect patient results and no erroneous results were generated. There was also no change to patient treatment attributed to this event. Field service engineer (fse) was dispatched and found a pinhole at the I-beam tubing of the aspiration module which connects the instrument to the slidemaker. Fse proceeded to replace the tubing of the aspiration module and verified the repairs per established procedures. Root cause of the leak was attributed to a pinhole at the I-beam tubing of the aspiration module which connects the instrument to the slidemaker.

Manufacturer narrative:
(B)(4).